Event description:
It was reported that the insulin pump alarmed during the manual prime. It was also reported that the drive support cap was flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime during the prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump received with cracked case near display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and missing end cap sticker.